Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the clave port on the burette chamber of the tubing set was broken. The customer contact reported that during priming, prior to pt use it was noted that the clave port on the burette chamber of the tubing set was broken off. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were reported. No add'l info was provided.